Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention at the emergency room at (B)(6) on (B)(6) 2026 with an infection that developed at the infusion site (arm) while wearing the pod between 25 and 36 hours. The patient removed the pod due to inflammation and pain at the site. The patient was treated with a 10-day course of flucloxacilline mylan 50 mg to be taken 4 times a day. The patient was released 45 minutes later, on the same day. The pod has been discarded.